Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports the patient sustained a hip dislocation. It is unknown how long the device was in situ, and whether any treatment was provided. To date, the requested medical records and x-rays have not been provided. Therefore, the patient impact beyond the dislocation cannot be determined, as it is unknown if an mua or revision was performed. Due to the lack of information provided, a clinical assessment cannot be performed. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Case (B)(4) brand name corrected. Catalog and lot numbers corrected.

Manufacturer narrative:
Corrected data: h6 (health effect - impact code).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the patient's hip got dislocated. There is no information regarding the procedure that was performed nor when the event occurred.